Event description:
Operating room: esophageal stent used for procedure, expired 05/20/2010. Dr used stent because it is the only one available. Stent obtained from gi lab. Diagnosis or reason for use: surgery.